Event description:
Cancer of the uterus, rptr's kind is not typically found in women their age. It's called mmmt of the endometrium. Rptr feels its was caused by tampons. No one in their family has had cancer of that kind or any other kind. Rptr had stage 3 poorly differentiated adenocarcinoma endometrial.